Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump was alarming empty, but the bag appeared to be full. Pump settings were confirmed, and the pump was scheduled to infuse 138mls at a rate of 3.0mls and the total given was 138mls according to the pump settings. The event occurred while in use with patient at patient's home. There was no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.